Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records were reviewed. Primary operative notes (B)(6) 2018 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2018 indicate the patient received a left total knee revision due to pain, swelling and instability. Upon entering the joint, synovitis and evidence of polywear was encountered. Insert was revised. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2018, dor: (B)(6) 2018 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received: update: medical records received on ad 31 dec 2024 (1 & 2) were reviewed by a clinician to identify patient harms/product issues. 55-year-old female patient received a second left knee revision to treat persistent global instability. The patient had a previous revision of the tibial insert to treat instability and polywear on (B)(6) 2018 (B)(4). Upon entering the joint, the surgeon noted the tibial tray was stable but mildly loosened at the smartset cement to implant interface. The femoral component was stable but revised. There was no reported product problem with the revised unknown tibial insert. The patella was well-fixed and retained. The patient received a depuy attune stemmed revision construct secured with competitor cement. The procedure was completed without complications. Primary part/lot of the tibial tray, cement, femoral component, and patella on pages 5-6 in medical records entitled (B)(4). Medical records ad (B)(6) 2024 (1). Doi: (B)(6) 2018. Dor (B)(6) 2018 (primary tibial insert captured on (B)(4). Dor: (B)(6) 2023 (unk insert, femoral, tray, cement) left knee.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, g4 PMA/ 510(k). If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.